Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that p-wave sensing was 0.2 mv and pacing with the atrial lead produced ventricular capture. Atrial lead dislodgement was suspected. The patient's pulse generator was programmed to vdd mode, prolonging the atrial re-factory period. The patient had spontaneous rhythm.